Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2022 due to a malfunctioning pd catheter (not a fresenius product) and abdominal pain. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room with complaints of abdominal pain and drain complications. A peritoneal effluent fluid culture and cell count (wbc elevated, results unavailable) were collected, and the patient was diagnosed with peritonitis (admitted). The patient was treated with intraperitoneal (ip) vancomycin and ceftazidime (frequency, duration, dosages unknown). However, admission hematological studies revealed the patient had recovered significant kidney function (bun = 22.0 mg/dl, creatinine = 10 mg/dl), and the patient's pd catheter (not a fresenius product) was surgically removed on (B)(6) 2022. The patient¿s preliminary peritoneal effluent culture result returned positive for staphylococcus epidermidis on 18/dec/2022, and the patient¿s ceftazidime was discontinued. The patient simultaneously received a PICC line, and their antibiotics were transitioned to intravenous (IV) administration. At the time of follow-up, the patient was recovering from the events and no longer required renal replacement therapy (rrt). Per the pdrn, the events were unrelated to the patients¿ utilization of any fresenius products and/or a device deficiency.